Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, sinus perforation, preceding/simultaneous bone augmentation, bone resorption, infection, fistula ((B)(6) are same patient).